Event description:
Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our investigation of the reported complaint has been finalized. Two printed circuit boards were replaced and sent in for investigation. The monitoring pc (printed circuit) board and the dc/dc direct connections pc board. The technical error alarms were reproduced during our investigation. The investigation verified a faulty pressure transducer on the returned monitoring pc board. The pressure transducer measures the barometric pressure and supplies information to the other subunits in the system. The error messages were consequences of the faulty transducer. Earlier investigations determined that a failure of the barometric pressure transducer can disable the internal 12v power supply. A change was implemented in march 2008 on the monitoring pc board to eliminate failure of the internal +12v power supply when this component fails. The returned monitoring pc board was manufactured in 2002. The investigation of the dc/dc direct connections pc board did not show any errors, the board functions according specification.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated technical alarms during pre-use check. There was no patient involvement. Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).